Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. No evaluation has been performed as the resolution was confirmed on-site. No parts have been returned to the manufacturer for evaluation. Issue resolved on call.

Event description:
A medtronic representative reported that outside of a procedure, the navigation system became unresponsive. The system was booted and the issue resolved. The case was completed with the use of navigation. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Correction: unique device identification (UDI) inadvertently filed. The UDI is out of scope for this product as the product is not manufacturer for sale in the united states.